Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient did not require hospitalization. Dianeal therapy was ongoing. The patient was treated with zienam (1g for first exchange, then 250mg for subsequent exchanges, frequency and route not reported) for peritonitis. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patients fluid was clear and the patient was recovered from the peritonitis event. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.